Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
Customer was unable to get pump head to spin. Message below minimum flow and minimum rpm with 3 downward arrows. There were no kinks or clamps in circuit. Customer swapped in another unit. Patient expired -2 vessel coronary art disease and stenosis/pci to rca, right coronary artery dissection, patient went into efib arrest. (B)(4).

Manufacturer narrative:
(B)(4). The maquet service technician conducted the corporate requested inspection, operational and function test were implemented. Extensive inspection, operational and functional tests found no problems with the rotaflow. Further investigation has been performed by a maquet therapy application manager. According to clinical complaint analysis, following root causes and conclution could be determined: root causes: 1. Root causes rpm: several technical failures lead to a pump stop and generate an alarm. In this case the user can´t start the pump with the rotary knob. If the rpm is below the lower speed limit alarm setting, four downwards arrows will be shown in the speed indicator and an acoustical alarm will be generated. If no technical failure is given or alarm limit was exceeded, no error messages or acoustical alarms will occur. Flow: if no blood flow will be measured by the rotaflow console at following conditions: ¿ technical failure of the flow measurement. ¿ pump speed is not sufficient to overcome resistance stream upwards or downwards the pump. Occlusion of the tubing set or cannulas stream upwards or downwards the pump avoids sufficient blood flow. 2. Conclusion: according to the conversation an occlusion stream upwards the pump was found after replacement of the rotaflow pump system and the tubing set. After this collapsed cannula was replaced by a longer in length or diameter sized cannula of unknown manufacturer and type, sufficient flow was reached immediately. According to the complaint description, the conversation and the technical inspection the rotaflow pump system was and is operating as specified and is still in use after the incident. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury, caused by a maquet product, no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. A supplemental medwatch will be submitted after new information has been received.

Event description:
Internal reference: (B)(4).